Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10477. It was reported the pt was not feeling stimulation. Reprogramming restored stimulation; however, the pt's recharge burden has increased. Diagnostic testing revealed low impedance. The pt is currently working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.